Event description:
It was reported that the 9600 system would not boot up and that no image displayed on monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the hard drive and sram. Hard drive and sram replaced. The system was tested and found to be working as intended and placed back into service.